Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The event is reported as: the customer alleges that the epidural catheter would not pass through the needle. Another kit was used. It is reported that the patient had a slight headache.